Manufacturer narrative:
Lot and serial number of the disposable device not provided by the complainant, therefore the expiration date is not known. Serial number of the radio frequency controller not provided by the complainant. The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Lot number of the disposable device not provided by the complainant, therefore the manufacture date is not known. Device history record (DHR) review was unable to be conducted for the disposable device as the lot number was not provided by the complainant. Based on the information obtained to date, no direct correlation can be made between the reported event and the novasure system. (B)(4).

Event description:
Following an uneventful novasure endometrial ablation on (B)(6) 2011 the patient was discharged home. The patient returned approximately one week later ((B)(6) 2011) with "very heavy bleeding" and a "malodorous discharge". She had "no fever, no cervical motion tenderness, and only a minimally tender uterus on bimanual examination".the patient was given flagyl (metronidazole) for "possible endometritis". She returned 1-2 days later with "severe bleeding". She was taken to the operating room (or) on (B)(6) 2011 and underwent an abdominal supracervical hysterectomy. The patient lost approximately 400cc of blood during 20 minutes of "prepping" for surgery. Her hemoglobin decreased from 14gm/dl pre-operatively to 9.2gm/dl at the post-operative check. The patient did not require blood transfusions and was discharged home (date unknown). On (B)(6) 2011 it was reported that the patient was seen by the physician on follow-up on (B)(6) 2011 and he reported she was doing "amazing, like nothing ever happened".